Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the subject stent device revealed that the stent was seen to be deployed and intact. The sdw (stent delivery wire) was seen to be kinked .the introducer sheath was not returned. The functional testing could not be performed as the stent was deployed. The reported 'stent deployed prematurely during use' was confirmed by visual inspection but the reported 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the returned stent was already deployed, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the stent device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. It was reported that the customer 'prepared to use neuroform ez to assist. Flushed and delivered it through xt-27 microcatheter but the stent got stuck during the delivery. Checked it and found the stent deployed in tail of the microcatheter unexpectedly so replaced the stent with another one to continue the procedure. The same microcatheter was used to complete the procedure. As the stent was returned already deployed and was noted to be undamaged. The introducer sheath was not returned for analysis. The stent delivery wire was returned for analysis and was kinked/bent. Therefore, an assignable cause of procedural factors will be assigned to the reported event and to the analyzed ¿stent deployed prematurely during use' stent difficult/unable to advance or pullback through catheter' and sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one ica (internal carotid artery) pcoma aneurysm embolization case, prepared to use subject stent to assist. When flushed and delivered it through the microcatheter, the subject stent got stuck during the delivery. The subject stent was checked and found that the subject stent deployed in tail of the microcatheter unexpectedly. The subject device was removed and replaced with another one to continue the procedure. The procedure was completed without clinical consequences to the patient.

Event description:
It was reported that during one ica (internal carotid artery) pcoma aneurysm embolization case, prepared to use subject stent to assist. When flushed and delivered it through the microcatheter, the subject stent got stuck during the delivery. The subject stent was checked and found that the subject stent deployed in tail of the microcatheter unexpectedly. The subject device was removed and replaced with another one to continue the procedure. The procedure was completed without clinical consequences to the patient.